Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized for a day due to diabetic ketoacidosis (dka) high blood glucose (bg) levels exceeding 500 mg/dl, abdominal pain and nausea, while wearing the pod on the leg between 4 and 24 hours. Multiple corrections were administered using the pod (total of 33.45 units) but the bg levels did not decrease. At the hospital, the patient was placed on an intravenous (IV) therapy of insulin and fluids.